Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported renal dysfunction could not be conclusively determined through this evaluation. It was reported that the patient had worsening renal function that required continuous venovenous hemodialysis (cvvhd) on (B)(6) 2018. It was held on (B)(6) 2018 but resumed on (B)(6) 2018. The cvvhd was ultimately stopped on (B)(6) 2018. A permcath was placed on (B)(6) 2018 with the last hemodialysis session on (B)(6) 2018. The issue reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jun2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening renal function that required continuous venovenous hemodialysis (cvvhs) on (B)(6) 2018. It was held on (B)(6) 2018, resumed on (B)(6) 2018 and then stopped on (B)(6) 2018. A perma-cath was placed on (B)(6) 2018 with the last hemodialysis session (B)(6) 2018.